Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2008, the pt reported he awoke this morning with an elevated blood glucose reading of 299 mg/dl which has now increased to 360 mg/dl. He said his normal range is 70-80 mg/dl for this time of day. The pt stated that when he looked at his insulin infusion device, he noticed the battery cover had come off during the night and the battery fell out of the device causing an interruption in the insulin delivery. He said he treated his elevated readings by giving himself a bolus of insulin. The pt stated he has never changed the device battery cover. He was advised the battery cover should be changed with every 4th battery change. The pt was sent courtesy battery covers. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.